Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. During evaluation, the device displayed an error message (sf188) indicating a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block sensor circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).